Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. Upon investigation, the rear response button was non-functional. The cause for the failure was contamination on j1005. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a german patient's monitor and reported that the monitor had non-functional response buttons.